Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels as high as 400 mg/dl with ketones and as low as 40-50 mg/dl. The customer ate ice cream/drank milk for the low bg and administered a manual injection for the elevated blood glucose level. System check could not be performed with tandem technical support as fluctuating bg levels were not occurring at the time of the report.